Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Addition information has received that the patient passed away. The reported event of death of the patient and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. There was no medical intervention required by the patient. After second attempt to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section b1, b2, h1 and h6 updated in this report.

Manufacturer narrative:
In the prvious report section h10 mentioned incorrect, correct h10 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Additional information was received that the patient was died. This event is assessed as not related to the device in this case. After the second attempt to have the device and components returned for evaluation and investigation, the customer responded on 05/02/2023. The patient died in the last year. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. The following correction has been updated in this report: section b1 has been updated to reflect adverse events and product problem. Section b2 has been updated to reflect death. Section h1 has also been updated to reflect the death. Section h6 health effect - impact code has also been corrected to reflect the death.